Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/03/2021, it was reported by a distributor via e-mail that a ar-1317ft suture anchor is fractured. This occurred on (B)(6) 2021 during a knee arthroscopy when the surgeon goes to prime the thread the bolt is fractured in the had of the screw, making the placement of the screw impossible since the driver does not tie with the screw. The surgery is terminated, the surgeon decided to put a pin and close with super suture. There was no patient effect reported.

Manufacturer narrative:
The complaint is not confirmed. One unpackaged ar-1317ft driver was received for evaluation. Visual inspection identified that the suture anchor was not returned with the drive assembly. As such, the allegation of a fracture could not be verified. No issues were identified with the returned driver. No problem found.